Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of up to 404 mg/dl with moderate level of ketones. Reportedly, to address the elevated bg level, the customer delivered correction boluses, and will deliver manual injections, if needed. System check was performed with tandem technical support and no issues were identified with the pump performance. Recommendation was made to consult with health care provider regarding diabetes management.